Manufacturer narrative:
Investigation summary: bd received 13 photos for investigation. Evaluation of these photos showed that the expiry date did not match the lot number, indicating that the label may have been tampered with or counterfeited. The presence of an 'f' in front of the catalogue number on one of the labels suggests incorrect counterfeiting. The product expired on 31 oct 2023. Retention samples were not available for inspection. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the lots 2175173 and unknown, for the indicated failure mode: incorrect/missing label information. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 1 of 2. It was reported before using bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes, an unspecified number of shelf packs exhibited incorrect label information. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 2. It was reported before using bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes, an unspecified number of shelf packs exhibited incorrect label information. No adverse impact was reported regarding the patient or user.